Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet bionic pancreas, with bedtime glucose near 120 mg/dl and subsequent lows into the high 40s; device low and urgent low alerts were reported and the user self-treated with oral glucose. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient low blood glucose lasting about an hour at a time, self-managed without medical assistance or hospitalization. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no device alarms beyond expected low-glucose alerts and no reported device malfunction or component failure; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.